Event description:
My husband had lasik surgery on the (B)(6) 2016. From the second day, he noticed blurring haze, poor vision, photo phobia which was much worse in the right eye. Went to surgeon for checkup. There was inflammation, dr prescribed pred fort hourly. Vision steadily deteriorated until left eye almost as bad as right eye. Went to doctor for emergency check up on (B)(6) 2016. Inflammation now gone but has left scarring (dlk). Continuing treatment with fml liquifilm - still no improvement. Doctor never advised risks or complications. Would not have had the procedure if they had been properly explained. We live in (B)(6). Dr. (B)(6).